Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle was unable to aspirate. The following information was provided by the initial reporter : the consumer reported several syringes in this box that would not draw up insulin. Date of event : unknown sample status : discarded.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0300042. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle was unable to aspirate. The following information was provided by the initial reporter : the consumer reported several syringes in this box that would not draw up insulin. Date of event : unknown. Sample status : discarded.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.